Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 20.5 mmol/l (369 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly was coming loose from the adhesive backing at the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received with the adhesive pad fully attached. No damages or deficiencies were observed that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or deficiencies to the adhesive pad or its welds were observed. Inspection found no issues that would result in the adhesive pad separating or detaching from the device.